Event description:
It was reported that an incomplete load alert occurred. Customer confirmed that the cartridge change had not been completed within 3 minutes. Customer experienced a ¿high¿ blood glucose (bg) level; specific bg value was not provided. Customer delivered a bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: ¿you selected change cartridge from the load menu but did not complete the process within 3 minutes.¿